Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic extension stent graft was intended to be implanted during an endovascular procedure for the treatment of an a bdominal aortic aneurysm .  It was reported during the index procedure, it was said that the vessel dimeter seemed adequate, however the physician had difficulty delivering the device, and reported there was a sense of resistance and the device had become stuck during deployment. The physician felt any further attempt or force used could possibly cause vessel damage and decided to use an alternative product in order to complete the procedure.  As per the physician the cause of the event could not be determined and noted that some calcification was noted during deployment with no issue observed with the device prior to use. No additional clinical sequalae was provided and the patient is fine.